Manufacturer narrative:
The complaint device has not been returned till date and no further information has been provided about the device. However, past investigations have shown that a bend in either outer or inner blade would increase friction between the inner and outer shaft which could lead to metal shavings as reported. This cannot be confirmed as the devices were not returned. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Awaiting device return.

Event description:
The surgeon informed that the device was releasing microfragments during a shoulder arthroscopy. The image was atypical. In the image appear small gray dots that dr. (B)(6) describes as "microfragments of the blade shaver soft tissue ultra-aggressive cutter 5.0." The procedure was completed with same like product.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft or any of the teeth at the distal end. When the inner shaft was examined, multiple striations marks between the two shafts were seen at the proximal end of the inner shaft. The friction/striations marks indicate excessive friction, which could lead to metal shavings, as reported, confirming the complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for these lots of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: UDI# does not exist for this product code.